Event description:
A report was received that the pocket incision site was not healing properly, there was difficulty connecting charger to ipg and complaint of heating while charging. A bsn representative analyzed the database and revealed multiple charging cycles with less than optimal charger to ipg coupling and thermistor triggering. The ipg temperature while charging is within the expected range and the device is working as expected. The patient will undergo a pocket revision.

Event description:
A report was received that the pocket incision site was not healing properly, there was difficulty connecting charger to ipg and complaint of heating while charging. A bsn representative analyzed the database and revealed multiple charging cycles with less than optimal charger to ipg coupling and thermistor triggering. The ipg temperature while charging is within the expected range and the device is working as expected. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The patient was reportedly doing well postoperatively.